Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that buttons on insulin pump function intermittently. Customer also reports that insulin squirt out during priming and that battery life is very short. Customer's blood glucose was 115 mg/dl. During troubleshooting, it was found that customer does not wear the sensor feature, but it was turned on. Customer was assisted in turning sensor feature off. Customer was advised that battery cap will be replaced. No further information provided.